Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer¿s blood glucose level was 540 mg/dl. Customer advised insulin dripped out of the tubing and when they changed out their infusion set everything worked fine. Customer experienced issues with removing their battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.